Event description:
At end of uneventful hemodialysis treatment, pt complained of chest pain and shortness of breath. During rinseback, caregiver noted that dialyzer did not clear blood well and there was possible clotting. Lab tested indicated hemolysis, however potassium level was 4.2. No kinks were reported in blood like prior to or during treatment. The complaint sample was discarded by the facility. Pt was hospitalized and received blood transfusions. Pt has since resumed regular dialysis treatments.